Manufacturer narrative:
The complaint received states that during an interventional procedure the precise pro rx had deployment difficulty/ premature deployment prior to use. The information received indicated that the stent deployed/expanded after opened from the packaging and before it was inserted into the vessel. The stent could not be used and was replaced with another stent. The stent had expanded when the box was opened, before prepping. When the box was opened the stent was off the wire and expanded. The product was stored and handled according to the IFU. There was no damage on the packaging. There was nothing unusual noted about the stent delivery system prior to use. One non sterile precise 7x40 mm was received coiled inside a plastic bag. The stent was not returned and the valve was received open. No visual anomalies were found. During analysis the inner lumen was deployed without anomalies. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable per drawing. Review of lot 15036696 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complain. The premature deployment reported by the customer could not be conformed during analysis since the stent was not returned and no anomalies were found during the inner lumen deployment. No corrective action will be taken at this time since no anomalies were found. With the information available and without the stent available for analysis the complaint could not be confirmed. The returned portion of the product performed according to specifications. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
The precise pro rx device reported is not distributed in the united states, however, is similar to the precise pro rx self expanding stent distributed in the us. The product has been returned for analysis, however, the device evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the stent deployed/expanded after opened from the packaging and before it was inserted into the vessel. The stent could not be used and was replaced with another stent. The stent had expanded when the box was opened, before prepping. Just opened the box and the stent was outside the wire and has expanded. The product was stored and handled according to the IFU. There was no damage on the packaging. There was nothing unusual noted about the stent delivery system prior to use.